Manufacturer narrative:
Device evaluation by MFR: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 525mm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A non-bsc guide wire crossed the lesion, pre-dilation was performed then rotablation was performed with a 1.5mm rotablator. A 2.50 x 48mm synergy xd drug-eluting stent was advanced; however, the device failed to cross the lesion due to the catheter breaking during insertion. The procedure was completed with a different device. There were no complications reported and the patient's condition was stable.